Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine via an implantable pump for spinal pain indications. It was reported that the pump pocket incision opened, exposing the pump. The device was explanted.